Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging, the pump reportedly was not priming the tubing during the load step. The patient reportedly experienced a blood glucose (bg) value of 28.6 mmol/l with unspecified ketones. There was no indication of medical intervention. It was noted despite completing the prime sequence steps and following a site change on (B)(6) 2015, the prime menu indicated only the rewind and load steps were completed and then when the site was changed out on the morning of (B)(6) 2015, there were no alarms or warnings emitted from the pump to indicate that pump was not primed. It was noted that a review of the alarm history indicated no alarms on (B)(6) 2015 or (B)(6) 2015. The patient reportedly was frustrated and disconnected from the call with customer technical support. Animas has requested the return of the pump; however, the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event due to the alleged prime issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 4:08pm. Data was found to be overwritten on the reported event date of (B)(6) 2015. There was no evidence of a prime issue observed. The total daily dose added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly; all steps were checked in the ¿ez-prime¿ screen and found to be within specification. The pump reflected 24 units after a 24 hour duration test. There were no errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the force sensor circuit. The reported issue of the "prime menu only having the rewind and load steps¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.